Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Physician intended to use a 4.0 x 22 resolute integrity stent. It was reported that the device failed to cross the svg to rca and the stent looked snagged. A 4.0 x 26 resolute integrity was able to cross.